Event description:
It was reported that the device was not connecting, no image on the screen. There was no patient involvement , no harm reported due to the event.

Manufacturer narrative:
The device was returned and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the camera is not connected, and the image is not displayed on the screen. Based on the results of the investigation, it is likely that the following led to the malfunction: the inspection by the repair department confirmed that a board failure had occurred in the actual device. Therefore, it is assumed that the video function did not function properly due to the board failure. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): precautions (warning) if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Connection to the video system center(warning) push the video connector into the video system center until it clicks, then confirm that the video connector is securely attached by pulling it gently. Improper connection will damage the image sensor, so that no image could be displayed. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.